Event description:
Patient reported a left side "seroma", "recall", "swelling", and "severe pain". Healthcare professional later reported capsular contracture baker grade IV and "may be related to extracapsular rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture and seroma-late.